Manufacturer narrative:
Reported event: an event regarding infection involving a unknown stryker knee was reported. The event was confirmed based on medical review method & results: -product evaluation and results: not performed as product not returned.  -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: materials reviewed: 05/22/2020: stryker pi report. 07/01/2020: operative note. Infected left tka. I and d with poly exchange. Size 7 x 9mm cs. S/p tka left on 05/22/2020. Did well initially. Stitch abscess worsened and drainage continued despite oral abx. To or for wash out. Aspiration with gross purulence. I and d performed with 9 liters of fluid. Poly exchanged. 05/22/2020: intraoperative record. Tka left. Cemented. Triathlon baseplate #7, cr femur size 5 left. Size #7 insert. Confirmation: the event an I and d with poly exchange was confirmed. Root cause. The root cause cannot be determined without additional medical records. That said an infection at approximately 5 weeks postoperatively, therefore ¿acute¿ would likely be associated with intraoperative or intrahospital etiology. There would be no associated implant issues. Note the record indicated an off-label use of a size 5 femur combined with a size 7 tibia. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Information received from study site indicates "leg incision drainage / debridement."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Information received from study site indicates "leg incision drainage / debridement."